Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that there was an air bubbles. The customer¿s blood glucose was unknown. The customer put a bolus to get rid of air bubbles now they wondering if they can delete the active insulin. The device will not be returned for analysis.